Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited and alert of left ventricular (lv) pacing impedance high out of range but was not displayed. The related lv lead is a non-boston scientific lead. Further investigation was planned. This crt-p remains in service. No adverse patient effects were reported.